Manufacturer narrative:
Initial reporter: the contact did not provide a telephone number. The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar surgery, it was observed that the attachment device had bearing issues. The reporter stated that the user could feel ¿the instability¿. It was not reported if there were can delays to the surgical procedure or if a spare device was available for use. It was reported that the surgery was completed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the bearings in the back end were worn out, which caused heat. Therefore, and the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.